Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure one resolute onyx was implanted in the ramus. Cec identified a non q-wave mi (target vessel) in the target vessel. The sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
The patient is a previous smoker with a medical history of hyperlipidemia, diabetes, previous mi, previous pci and history of pvd. The index procedure was prompted by stable angina and positive stress test. Cec commented that side branch occlusion was observed. If information is provided in the future, a supplemental report will be issued.